Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an anterior cruciate ligament surgery, the plate from the smoking plate fell off. According to the surgeon, no harm to the patient, operator, or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update 27-feb-2023: it was confirmed that the device broke inside the patient and all fragments were retrieved from the patient.

Manufacturer narrative:
Complaint is confirmed. Upon visual evaluation, it was noted that the electrode face was detached from the device. This is a known manufacturing issue that was addressed in ncr-20813. The cause is attributed to a supplier process. Functional testing was not performed due to the damage to the device.